Manufacturer narrative:
The device was returned to boston scientific for analysis. The needle was returned in its tray which was enclosed in a plastic bag. The needle's distal tip was broken, which as was mentioned in the complaint's summary was due to the physician applying force. Moreover, there were no obvious defects with the handle or the connector. The distal side ports appeared to be clear of debris. The pre-decontamination flushing test failed, and the post-decontamination flushing test passed. The distal tip of the needle was detached at the distal to proximal hypotube joint. This was due to the physician applying force at this area. Moreover, the distal sideports appeared to be clear of debris. The curve inspection tested failed. The needle's shaft (near the distal shaft) was bent due to the physician applying force at the area which resulted in the distal tip detaching. The proximal od inspection passed. The distal od inspection also passed. Based on the information provided and the investigation results, the "failure to follow instructions" cause code was selected because the device's IFU clearly states the following: "do not bend the nrg transseptal needle. Excessive bending or kinking of the needle shaft may damage the integrity of the needle and may cause patient injury. Care must be taken when handling the needle."

Event description:
It was reported that nrg transseptal needle was selected for use. When the needle was inserted into the sheath, the tip of the needle broke off, so use was discontinued. The physician acknowledged applying some tension however he has never had a case where the needle tip would break so easily. It was further confirmed that the procedure was completed successfully, however, it is unknown if it was completed with a boston scientific or a non-boston scientific product. No patient complications were reported. The product is being returned to boston scientific for further analysis.

Event description:
It was reported that nrg transseptal needle was selected for use. When the needle was inserted into the sheath, the tip of the needle broke off, so use was discontinued. The physician acknowledged applying some tension however he has never had a case where the needle tip would break so easily. It was further confirmed that the procedure was completed successfully, however, it is unknown if it was completed with a boston scientific or a non-boston scientific product. No patient complications were reported. The product is being returned to boston scientific for further analysis.